Event description:
It was reported that during a procedure the ligasure device "quit working during a critical time of cautery." No patient injury was reported by the user facility.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. Function testing showed that the thumb button feedback was acceptable as it was able to depress the pressure pad on the membrane switch and exhibited a tactile click; and the pressure pad disengaged when released. A continuity test was performed on the device and found to have no feedback when the thumb button was pressed. No open or short circuit conditions were identified within the electrical paths of the jaws; therefore, isolating the issue to the thumb button/membrane switch. The device was then tested by grasping pork intestine and energizing it for two cycles. The device was recognized by the force triad generator and the default number of power bars were displayed (2). The device could not activate as the thumb button was not functional. The device was disassembled in order to identify the cause of its inability to activate. The membrane switch ribbon was found to have a break in the circuitry. Inspection under 10x magnification identified traces of the membrane switch ribbon adhered to the side of one of the pegs; near a welding point which is indicative that it was inadvertently partially welded to the handle during the ultrasonic welding process. This report is being filed as a malfunction due to sss being in a 2 year reporting cycle due to MDR report 0001056128-2013-00015 where an additional procedure had to be performed due to a vessel not being sealed during the original procedure, even though there was no patient injury in this event. This is the first time sss has seen this device issue.